Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via a manufacturer representative. The patient reported that the external neurostimulator (ens) was off or the leads had come out. The patient was unable to get to ens to check it. The patient was recommended to see if she can get some help and san¿d account. No patient symptoms were reported.